Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 30 mg/dl. Reportedly, customer was stacking insuling which resulted in a decrease in blood glucose. Reportedly, customer attempted to self treat via bolus the pump however; experienced a seizure. Reportedly, customer was monitored and received testing to address their bg level at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.